Event description:
Additional information received reported that the patient had not been reprogrammed. If additional information is obtained, a follow-up report will be sent.

Event description:
It was reported that the patient was having trouble with their pain stimulator. An x-ray was done in the clinic and the patient was told that something appeared to be wrong. It was later confirmed that the surgical lead had moved. For the previous six months the patient had pain at the lead site and a knot between the shoulders. The pain in their back was not being relieved and there was a loss of therapeutic effect. There was no known accident or incident related to this issue. The patient had attempted to contact the manufacturer representative about the situation. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. (B)(4).